Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed damage consistent with mis-handling. The device was recertified and returned to the customer. After further review of the facts found during the investigation, the damages observed during the investigation were to the front enclosure, which caused the soft keys under the display to intermittently short, which then failed the power on self test for keypad failure. Reports of this nature are typically not considered to be medwatch reportable, due to the fact that none of the soft keys effected would have prevented the device from delivering therapy in a clinical environment. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.